Event description:
Pt in hosp undergoing mitral valve and tricuspid valve replacement. While on cardiac bypass it was noticed the pt's blood pressure on bypass was gradually dropping to less than 10 mmhg, however, the line pressures were normal as were the flows on cardiopulmonary bypass. These abnormalities were perhaps associated with the heparin vials that were recalled around this same time. Our hosp experienced multiple adverse events associated with baxter brand heparin vials 1000 units / ml 30 ml size vials. This pt was retrospectively identified as having similar bp issues similar to the adr's noted in multiple pts. Specific vials or lot numbers are not available. The pt recovered from surgery and is currently in our ICU. Dose or amount: unk. Dates of use: 2008. Diagnosis or reason for use: cad, avr, tvr.